Manufacturer narrative:
Additional information was received that indicated the first valve implanted was (B)(4) and that (B)(4) was the valve that was implanted valve-in-valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted, therefore, no product analysis can be performed.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, the first valve was implanted deep in the annulus. Moderate to severe regurgitation was noted. Subsequently, a second valve was implanted valve-in-valve. No adverse patient effects were reported.